Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. Analysis of device image indicated code corruption occurred and caused the device to revert to bvvi, but the cause of code corruption is unknown. The device was monitored for several days but the anomaly could not be reproduced and the cause of code corruption could not be determined. Analysis performed in nominal settings including electrical and mechanical testing of the device did not find any anomalies. Longevity assessment was performed, total projected longevity is 7.16 years, implant duration is 2.57 years and remaining longevity is approximately 4.59 years to eri.

Event description:
New information received notes that the pacemaker was also exhibiting inadequate capture.

Event description:
It was reported that the asymptomatic but dependent patient presented in clinic with the patient¿s pacemaker in bvvi. A software reset was deemed too risky so the device was explanted and replaced. The patient was in excellent condition before, during and after the procedure.